Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty device was implanted to repair the patient's native mitral valve. It was reported that the patient "did not wake up properly after the surgery" and that an acute stroke could not be ruled out. It was reported that the patient had "critical illness" and polyneuropathy. Later in the day, the patient developed a pericardial effusion. A re-do thoracotomy was performed to treat the effusion. Following the re-do thoracotomy, echocardiogram revealed a mild pericardial effusion. Two days post surgery, neurological evaluation revealed no signs of acute stroke and echocardiogram on the same date showed no pericardial effusion. It was reported that the surgeon believed the pericardial effusion and neurological issues both had a "possible" relation to the annuloplasty device and a "probable" relationship to the original procedure. Twenty-three (23) days following the mitral valve repair surgery, the patient received a tracheostomy for long-term ventilation. No additional adverse patient effects were reported.